Manufacturer narrative:
Other contact person: (B)(6). Due to characterization limit d10: concomitant product: sensation plus 50 cc balloon catheter. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer reported that the patient was moving frequently in the bed and had significantly bent his leg. The cardiosave initially displayed a catheter restriction alarm, which subsequently progressed to an autofill failure alarm. Attempts to resolve the issue by pressing the start button were unsuccessful, and the pump had been in standby mode for approximately 3 minutes. The customer confirmed that there was no blood, discoloration, or debris in the helium tubing and that all connections were secure. Esp personnel provided guidance on troubleshooting, including recommending nursing interventions to address the catheter restriction such as repositioning the patient and assessing the insertion site. Esp personnel also stated getinge¿s recommendation per the IFU that the balloon catheter should not be inactive for more than 30 minutes due to the potential for thrombus formation. Esp personnel followed up with the customer and was able to collect product surveillance information. The customer stated the physician removed the balloon catheter but chose not to replace due to the improvement of patient¿s hemodynamic status. Esp personnel explained to the customer that a biohazard kit would be sent to the manager to collect the balloon catheter to return to getinge.

Event description:
User called into emergency support program line to request assistance for an autofill failure alarm in cardiosave intra-aortic balloon pump(iabp). The user reported the patient was moving frequently in the bed and had bent his leg a significant amount. The user reported the cardiosave initially gave a catheter restriction alarm and then eventually lead to an autofill failure. The user had troubleshot the autofill failure alarm by pressing the start button, which did not resolve the alarm. The user stated that the pump had been on standby for 3 minutes. The user verified no blood, discoloration or flakes in the helium tubing and that all connections were secure. Esp personnel provided guidance on troubleshooting, including recommending nursing interventions to address the catheter restriction such as repositioning the patient and assessing the insertion site. Esp personnel also stated getinge¿s recommendation per the IFU that the balloon catheter should not be inactive for more than 30 minutes due to the potential for thrombus formation. Esp personnel followed up with the customer and was able to collect product surveillance information. The user stated the physician removed the balloon catheter but chose not to replace due to the improvement of patient¿s hemodynamic status. There was no patient harm or injury reported.